Manufacturer narrative:
Unable to confirm compromised force sensor system alarm and unable to perform displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test due to end cap broken off. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system. Drive support cap was normal. The customer¿s blood glucose level was unknown at the time of the incident. Discontinue use of pump and revert to back up plan as per hcp¿s instructions. The insulin pump will be returned for analysis.